Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, yellow/white particles and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a sharp opening in the plug strap in the anterior side. Based on the device analysis the final assessment is a sharp in the plug strap disk shell due to an unidentified (tear) opening

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side deflation. Device remains implanted.